Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable due to a past surgery where the patient did not put ipg into surgery mode. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
It was reported the patient had his scs ipg replaced because the ipg was inoperable due to a past surgery where the patient did not put ipg into surgery mode. Stimulation therapy was reportedly restored postoperatively. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.